Manufacturer narrative:
Device evaluation: the device is analyzed through visual inspection, microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: not observed through visual inspection. ¿ crease / folding of implant: observed creases on device through visual inspection. No further actions are required as it is not related to the manufacturing process. ¿ malposition: unable to observe through visual inspection as it is a physiological phenomenon. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. Additional observations noted during device analysis deformation. None of these are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported left side rupture, capsular contracture, baker grade I, and creases. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "patient reports mammogram caused severe pain and subsequent development of a spot under each breast predominantly on this side. Concerned about displacement of implants. Baker grade I". Healthcare professional later reported "patient feels weird bubble under each breast" and "implant close to skin at inferior aspect (3mm) of breast tissue". Healthcare professional later reported in rga "rupture" and "any creases". This record is for the left side. Device was explanted and replaced.